Event description:
An email was received regarding an ICU medical closed-circuit device with an unknown ln and unknown lot number. It was reported that the ICU medical closed-circuit device was attached to the ICU medical pump cassette. The registered nurse (rn) attached the ICU medical intravenous (IV) tubing closed circuit device which was connected by pharmacy to the normal saline (ns) primed tubing of the padcev line to the ICU medical pump cassette closed circuit system (ccs). The rn demonstrated the actions and workflow used to screw the ccs onto the pump cassette after the main line was primed and after the hazardous drug (padcev) was received from the pharmacy. The rn ensured that the connection was screwed on but not overtightened due to concern that excessive tightening could cause cracking and leakage and reported that the patient was already connected to the main line. After connecting the padcev ccs and cassette ccs, the rn turned toward the wow to verify the medication and transmit details to the pump. Once the information was sent, the rn turned back to the pump to confirm that the correct drug information (five rights) was displayed on the pump screen. Upon turning back, the rn observed that the ccs, with both ends still connected, had become unscrewed from the pump cassette, creating an open line and resulting in padcev leaking onto the floor. The rn¿s first action was to clamp the line, informed the patient of a chemotherapy spill, and followed protocol for spill cleanup. The rn then notified the pharmacy and reported that most of the medication bag had been lost. The padcev was remade for the patient, noting that it is an expensive medication. The rn and the investigator walked through the steps, and the process was replicated. It appeared that the ccs did not firmly attach to the pump cassette and could be easily removed. It was noted that pressure from opening the secondary line could potentially cause the ccs to detach from the pump cassette, creating an open line and resulting in hazardous drug spillage or exposure risk. Ku topeka was using plum 360 pumps with dedicated sets and cl2100 + cl2000s connectors in the infusion center. Pharmacy attached the cl2000s-rc chemolock to the drug line under the hazardous drug hood. The nurse attached the cl2100 to the plum 360 cassette, connected both the cl2000s and cl2100 to close the circuit, unclamped the drug line, and initiated the infusion. Shortly after, when the nurse turned away briefly to verify order information and then turned back to the pump, the cl2100 had reversed off/detached from the plum cassette needleless connector, creating an open line and resulting in the antineoplastic medication spilling onto the floor and pump. The nurse confirmed the cl2100 had been tightened prior to connection. There was patient involvement with no harm, but the medication had to be remade, causing an approximate 60-minute delay in patient care and therapy. Both products contaminated with chemotherapy drug.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.